Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried body fluid and tissue in the helix. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal helix being stretched. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.